Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported a bd ultra-fine¿ insulin syringe was found cracked prior to use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 7058738. A review of the device history record was completed for batch # 7058738 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200687817, 200687258, 200687362] noted that did not pertain to the complaint. Customer returned photos of a 3/10cc, 12.7mm, 29g syringe in an open poly bag from lot # 7058738. Customer states that the syringe was cracked. The returned syringe was examined and exhibited a scratch in the barrel running from the 0-3 unit markings. Probable root cause: scratched barrel is due to syringe contacting a machine part during conveyance or assembly after printing. Bd was able to duplicate or confirm the customer¿s indicated failure. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.